Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device showed alleged asystole episodes since implant potentially due to undersensing. The episodes are very long; some are over 2 minutes. The patient has normal sinus rhythm entering the episode as well as after termination of the episode. There appears to be consistent tick marks every 180 ms. The device is still in use. No patient complications were reported as a result of this event.

Event description:
It was reported that the device showed alleged asystole episodes since implant potentially due to undersensing. The episodes are very long; some are over 2 minutes. The patient has normal sinus rhythm entering the episiode as well as after termination of the episode. There appears to be consistent tick marks every 180 ms. The device is still in use. No patient complications were reported as a result of this event. It was further reported that the device was extracted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the device was analyzed and no anomalies were found.